Manufacturer narrative:
The field service engineer determined that the electrode was malfunctioning. The na, k, and cl electrodes were replaced. As preventive maintenance, tubing and a nozzle were replaced. Calibration, controls, and precision studies were performed. Patient sample comparisons were also performed on the analyzer comparing results to a second analyzer. Provided calibration data showed calibration errors for na and cl. Control data appeared to be within acceptable range. The centrifugation time and speed did not appear appropriate for the tube type used. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter stated that they received questionable low results for an unspecified number of patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module between (B)(6) 2019. When the samples are repeated on another analyzer and results were normal. Potassium and chloride are not affected. The reporter provided data for three patient samples and all three had discrepant na values that were reported outside of the laboratory. The samples were repeated on a second c 501 analyzer and the repeat results were believed to be correct. One physician questioned the low result from one of the three patients prior to treating the patient. The first sample initially resulted with an na value of 124 mmol/l, repeating as 134 mmol/l. The second sample, from a (B)(6) female patient born on (B)(6), initially resulted with an na value of 130 mmol/l, repeating as 139 mmol/l. The third sample, from a (B)(6) male born on (B)(6), initially resulted with an na value of 128 mmol/l, repeating as 139 mmol/l. The patients were not adversely affected. The c 501 analyzer serial number is (B)(4).